Manufacturer narrative:
A specific root cause could not be determined since the material was not returned for investigation. Investigations of similar complaints showed that in a few cases, internal wings of the lancet which intentionally break during the lancet release might jam the lancet's guiding channel, thus impeding the lancet to retract back into the lancet housing.

Manufacturer narrative:
A roche sales representative alleged there may have been more unreported accidental finger sticks with accu-chek safe-t-pro lancets due to lancets that had not retracted. This allegation could not be confirmed by the sales representative nor the customer. Additional information regarding the patients and products involved was requested but not provided.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that two employees were accidentally stuck by two different accu-chek safe-t-pro lancets that failed to retract after firing. The lancets were from the same box and lot number. On (B)(6) 2016, the first user picked up a used lancet to in order to discard it after testing a patient. The user was stuck in the finger since the lancet did not retract. On (B)(6) 2016 a second user, who is a (B)(6) year old female, picked up a used lancet to in order to discard it after testing a patient. The user was stuck in the finger since the lancet did not retract. Both employees completed incident reports through the facility employee health department. Per facility protocol, both employees went to the clinic to ensure their vaccine status was up to date. The hospitalized patients who had been lanced with the lancets involved in the event were tested by having samples collected for laboratory testing. The employee health department stated that the affected users did not require any further treatment. The users were not adversely affected. The customer's product has been requested for investigation.